Event description:
It was reported from (B)(6) that in the middle of an unspecified surgical procedure it was observed that the small battery drive device worked intermittently after initially working normally. The battery pack worked well with another motor device. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The date of event is unknown. The date of manufacture is unknown. Manufacturing facility is unknown. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had low power, made excessive noise and overheated. The device also failed pretest for power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance. E4: the device serial number was unknown in the previous medwatch, the serial number is (B)(6). G3: the manufacturing facility was reported as unknown, the manufacturing facility is orbedorf. H4: the date of manufacture was reported as unknown, the date is 8/3/2017. E4: it was reported that the date of event was unknown instead of serial number.